Event description:
It was reported that there was a malfunction resulting in insufficient o2 concentration. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The link system calibration on o2 and n2o proportioning system was calibrated to resolve the issue. No report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.